Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - oversensing with 6 inappropriate shocks was reported. Impedance was greater than 3000 ohms as well. The ICD was replaced in 2015 and the lead was abandoned and replaced. An event date was not provided.